Event description:
During surgery, the black plastic tip of the resectoscope sheath broke apart inside the patient's bladder. Pieces were removed by surgeon and x-ray take to make sure all the pieces were removed. We had a similar incident with the same model sheath prior.